Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and an abnormal device longevity value was obtained. The device was then interrogated again and a normal device longevity was obtained. No further intervention was performed. The patient was in stable condition.